Event description:
Per medwatch 3900270000-2000-0001: "on the 5th attempt at defibrillation, the code cart charged up, but did not fire. Screen displayed energy fault. Two more attempts were made with the same result. The code cart was changed. Cables from the first cart were disconnected and reconnected to the replacement code cart. The replacement code cart charged & fired immediately. The pt was successfully resuscitated."